Event description:
It was reported that an unspecified malfunction occurred. It was reported that the patient was hospitalized at two different occasions due to the dexcom ¿failing¿. This report is to document hospitalization (B)(6). The patient declined to provide any further information regarding the event and was unknown what specific malfunction the patient would have experienced. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). This report is 2 of 2 reported emergency room visits. Related record: (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.